Manufacturer narrative:
(B)(4). Evaluation summary:visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Reportedly, a 3.75x15mm nc traveler balloon dilatation catheter (bdc) was used a couple of times throughout the procedure. On the final attempt to use the bdc the hub separated from the proximal shaft. No part of the catheter was in the anatomy when the separation occurred. The procedure was successfully completed with a new bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.